Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Perform pairing test with (B)(4) device: connection timeout. Share log found a loss of connection within the investigation. The reported event of a loss of connection was confirmed. The root cause is a defective transmitter.